Event description:
It was reported that the patient had an MRI performed and was indicated that it was supposed to be turned off. The person who programmed the device off swore this was done, however when the patient returned after having the MRI done to be turned back on, the device was found to be on. Diagnostics was performed and results were good. It is unknown at this time if this was user error or if there may an issue with the settings changing spontaneously. A final interrogation was indicated to have not been performed. No additional relevant information has been received to date.